Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-07214. It was reported that the asymptomatic patient presented for remote follow up via merlin.net with recorded episodes of noise and inappropriate automatic mode switch exhibited by the right atrial lead. Noise was also exhibited by the right ventricular lead. The patient reported to clinic for elevation, however noise was not reproducible. No interventions were made.